Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to remove anchors from the system due to swelling around them. The physician believed the patient reacted to silk sutures used to hold the anchors in place. There were no complications. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing swelling from their drg implant. Surgical intervention occurred where the anchors were explanted to address the issue.